Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the cause of the lack of stimulation was that the patient was getting a 'settings not available/can't reach desired intensity' message on the controller. The ins was reprogrammed to 20pw instead of 90pw and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient is not getting any stimulation sensation since (B)(6) 2018 on both groups a and b. The patient stated that their ins battery is at 60% and that stimulation is on, but has not depleted since (B)(6). The patient tried to increase stimulation as high as it would go on groups a and b, but they did not feel stimulation. The programmer showed that the device is on. No trauma, emi, or activity occurred. The patient was forwarded to their hcp to have the ins and leads checked. No further complications were reported or anticipated.